Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the iesu to resolve the reported issue. The system inspected, tested, and verified as ready for use. Isi has received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate or confirm the customer reported complaint. The unit will be returned to other equipment manufacturer (OEM) as a precaution for further investigation. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error c-06 stated that activation request without parameter dataset, error m-18 which stated internal timeout (cpu & sensors module does need too much time to enter "idle" state) and an error m-35 which termed as the da vinci system requested an activation of a non-mounted da vinci instrument related to the reported complaint. An event verification confirmed the ventral hernia ipom procedure was performed on the reported event date (B)(6) 2022 on system sk1500. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the iesu was erroring when the surgeon was operating during procedure and the fse replaced the iesu to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the integrated electrosurgical unit(iesu/erbe) was erroring when the surgeon was operating. The message was cleared and the surgeon was able to continue operating. An intuitive surgical inc. (Isi) technical support engineer (tse) reviewed system logs and found iesu errors c-06 and m-35. The procedure was completed as planned with no reported injury.